Event description:
A ventilator software version upgrade was being performed on a device at the manufacturer. There was no harm or injury reported. During the software upgrade of the device, a ventilator inoperative alarm occurred. Since the reported issue had occurred during the software version upgrading, the software was reinstalled then it completed properly. It was determined that a failure occurred in the application software for installation, which led to occurrence of the reported issue.